Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) noted that during a previous visit the legacy half-height drawer 3.1 had detached, with both rails completely broken and the retractor band snapped. Csc had deleted drawer 3.1 from the system. Fse attempted to install an enhanced half-height drawer in place of the broken legacy drawer, but this was unsuccessful because drawer 3.1 still showed inventory in the system, preventing its full removal. In the storage space configuration. Fse then worked with a csc agent to delete both the legacy half-height drawer and its inventory. Afterward, fse installed the enhanced half-height drawer in the original location, tested it in the hardware test application, and successfully configured it within storage space configuration. User were able to access the drawer without any issues, and all functionality tests passed successfully.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary need to be swapped the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.